Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error code e315 was displayed due to an electrical continuity error caused by water invasion in the scope connector. The error cleared when the device was dried. In addition, the leakage check label was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code e315 (scope error) was displayed from the subject device during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: water invaded the scope connector which caused an abnormality in electrical components, resulting in the error code being displayed. This occur most likely because of device handling by the user as detailed below: the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.